Manufacturer narrative:
(B)(4). The reported issue was confirmed. Device history and service history reviews revealed that no issues that might have contributed to the iipv. The cause was determined to be use error; inappropriate bypass of the low drain volume alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). The drain volume increased to 3679ml after troubleshooting for a caution negative ultrafiltration alarm and bypassing a low drain volume alarm. The fill volume is 2000ml. The tsr advised the cg to not bypass any drain and to call for assistance anytime she gets a low drain volume alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.